Event description:
A patient reported that the meter would not turn on. This issue was not resolved with troubleshooting. Patient felt low, but there was no medical intervention or treatment given. No further information has been reported.